Manufacturer narrative:
Product ID: mc1vr01us; product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID# : mc1vr01-delsys, return date: 03-feb-2020. (B)(4). Product event summary: the analyst noted the full delivery system was returned with the device intact in the device cup. Analysis was performed. The delivery system inner shaft was mechanically kinked/bent. The articulation curve of the delivery system did not meet specification. Blood was observed on the device cup of the delivery system. Blood was observed on the tether tube of the delivery system. Visual analysis of the delivery system indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys, expiration date: 14 dec 2020, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: yes, return date: 03 feb 2020. Device evaluated by manufacturer?: no, device evaluation anticipated, but not yet begun. Device returned to MFR? Yes. Mfg date: 05 jul 2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the leadless implantable pulse generator (ipg) exhibited both poor thresholds and poor sensing. It was also reported that during the implant procedure the delivery system was not allowing normal range of flexion. The ipg and delivery system were removed and the procedure was completed with a new ipg. No patient complications have been reported as a result of this event.